Event description:
Dealer called stating that consumer brought in the 24" wheel assembly for the trex20r manual wheelchair as there are allegedly broken spokes. The spokes allegedly broke while the consumer was being pushed in the chair.

Event description:
Dealer called stating that consumer brought in the 24" wheel assembly for the trex20r manual wheelchair as there are allegedly broken spokes. The spokes allegedly broke while the consumer was being pushed in the chair.

Manufacturer narrative:
(B)(4). Initial pr #(B)(4) issued MFR report #9616091-2012-00251. The correct model number is trex20r. (B)(4) - no RMA has been initiated for this issue. Model trex20r, serial number/date code (B)(4) is approximately 1 year 5 months old. The owner's manual part number 1110546 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model trex20r, serial number/date code (B)(4) is approximately 1 year 5 months old. The owner's manual part number 1110546 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.